Event description:
The instrument did not place properly formed staples on the vessel, although it was transected. Therefore, the surgeon decided to convert the procedure to an open surgery to convert the procedure to an open surgery to retrieve the unformed staples from the pt cavity, complete the ananstomosis, and the case without further incident. Procedure: spleenectomy. Patient status: no pt injury reported.